Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event while pairing a new dexcom g7, with a self-reported reading of 58 mg/dl and symptoms starting after a light lunch; a subsequent fingerstick during the call showed 112 mg/dl after treatment with oral glucose (candy), and troubleshooting and education were completed. Symptoms included difficulty seeing. Outcomes included resolution of symptoms during the call without hospitalization or follow-up. Investigation included a real-time fingerstick verification and counseling on hypoglycemia recognition and treatment. Investigation of this case revealed that the device function was not confirmed to be at fault and that the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.